Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: device was received and investigation not yet completed. The device history lot as follows:. Device history lot: part: 323.260, lot: 9133516, manufacturing site: hägendorf, release to warehouse date: oct. 31, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent the surgery. Before the surgery, when the surgeon checked the universal drill guide, it didn't work properly. The surgeon took apart the drill guide and found that the screw in the drill guide had been broken. The surgery was completed successfully without any problem and surgical delay. No further information is available. This report is for one (1) 2.7mm universal drill guide. This is report 1 of 1 for (B)(4).